Event description:
The event was reported via the chinese health authority. It was reported that during the procedure on (B)(6) 2025, a balloon dilation catheter was delivered to the basilar artery stenosis under the guidance of a microcatheter (unspecified brand) and a micro guidewire (unspecified brand). The balloon dilation catheter was used to dilate the stenosed basilar artery and was removed. Angiography showed the basilar artery stenosis being relieved with the distal end well visualized. It was reported that at 15:00 hour on the day of the surgery, the physician took the microcatheter and reached the basilar artery and removed the micro guidewire; then delivered a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9664727) via the microcatheter. The stent could not be advanced; after examination, the stent component was observed to have detached from the delivery wire in the microcatheter. The physician replaced the stent to complete the procedure. There was no report of any negative patient impact. On 30-dec-2025, additional information was received. The information indicated that the procedure was an endovascular embolization procedure. An adequate continuous flush was maintained through the microcatheter. Aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812). The information confirmed that there was no negative patient impact, no delay in the procedure. It also confirmed the hospital facility was (B)(6) hospital. The hospital address and postal code were not provided.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Section e.1: the initial reporter address, city, postal code was not provided. Based on complaint information, the device is not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9664727. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable.. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-feb-2026. [Additional information]: on 12-feb-2026, additional information was received. The information indicated that the patient had suffered from basilar artery stenosis and aneurysm before undergoing the procedure. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 01-feb-2026. [Additional information]: on 01-feb-2026, additional information was received. The information included a correction on the device used. The device originally reported in the 3500a initial medwatch report was a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9664727). The corrected device used as indicated in the additional information was a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9700765). Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700765. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Updated sections: b.4, d.4, g.3, g.6, h.2, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.